Event description:
The customer reported a "speaker malfunction". The device was not in use for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.